Event description:
Customer reported that during the treatment (status 99%), for two pts, a system message; "secondary energy too high", was received. Treatment was reported to have been completed, at 100%. Additional info received, from a healthcare professional, informed that there was no impact on the health condition or the vision of the pts, that were involved in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).